Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Event description:
Procedure:laparoscopic right nephrectomy. According to the reporter: the patient was taken to the or for a laparoscopic right nephrectomy. The kidney was dissected in its entirety and the only remaining attachments were the ureter and the renal vessels. A covidien endo gia stapler with 60mm vascular load was test fired on a piece of sterile gauze. The surgeon noted difficulty releasing the stapler so a new stapler was requested. The second stapler was test fired adequately, but not satisfactorily. The surgeon then consulted another attending surgeon who suggested that another stapler be used. The third covidien endo gia stapler was then used for the ureter. The surgeon felt the stapler functioned appropriately. This stapler was then reloaded and fired across the renal vein and artery together. Upon release, the surgeon noted that the stapler did not seal the inferior vena cava (ivc) side of the renal vein resulting in an opening in the ivc. The surgeon immediately applied pressure and the insufflation was increased to control bleeding and allow suction. At that time, the patient developed a tension pneumothorax and was decompressed. The case was subsequently converted to open with assistance of a second attending surgeon, and assistance was immediately requested from the vascular surgery service to complete the ivc repair. During ivc repair, no staple lines were identified on the ivc. Final blood loss was 3 liters and the patient was adequately resuscitated with 7 units of blood. The patient was closed and taken to ICU intubated. Presently this event remains an active investigation. The hospital plans to engage ecri for onsite device examination and investigation to include covidien representative. What was the original intended procedure: laparoscopic right nephrectomy.

Manufacturer narrative:
(B)(4).